Event description:
It was reported by the customer in (B)(6) that during an achilles repair surgery on (B)(6) 2022, it was observed that the lupine loop rapide anchor w/orthocord ds device was deformed upon opening its package. During in-house engineering evaluation, it was determined that the anchor on the device was bent. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Investigation summary: the complaint device is not being returned, therefore unavailable for a physical evaluation, however a photo was provided. Upon visual inspection of the photo, it could be observed that the anchor is bent, also the sutures are tensioning from the anchor. The shaft has no structural anomalies. A manufacturing record evaluation was performed for the finished device 8l37764 number, and no non-conformances were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. According with the visual inspection of the photo, this complaint can be confirmed. The possible root cause can be attributed to the conditions of storage of the device. A combination of warmer temperature and tension can lead to a bent anchor. As per IFU: store in a cool dry place. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.